Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the physician attempted to place an xpert stent for an unspecified procedure in the tibial artery. Before the system was inserted into the patient, it was noticed that the stent had partially deployed. The device was not used and a new stent was placed without problem. There was no patient adverse event reported. No additional information is available.